Event description:
The item failed to drain properly after surgery. Some ecchymosis noted at the right breast surgical flap site. Patient returned to the ER to have the drain removed and another one placed.

Manufacturer narrative:
The sample was received at the manufacturing facility- investigation pending. A follow-up report will be filed.

Manufacturer narrative:
The actual sample involved in the case was received for investigation. The sample shows traces of dried body fluids. The sample was suctioned and leakage tested and the reservoir performs properly as per product specification, which demonstrates that the unit is in compliance. The check valve was carefully examined and no manufacturing or material related defects were noted. As no lot number was provided, we were unable to trace the DHR, quality testing performed and corresponding results. Based on the results, we cannot confirm the failure reported. No assignable cause related to the manufacturing process or materials could be identified with the product described in this incident. The su130-1305 generates suction of 100 cm of h2o when compressed fully. Suction is approximately 25 cm of h2o in the mid portion of its fill (25% to 75% filled). Suction drops to zero during the range of 75% to 100% full. Instructions for use (IFU) provides detailed instructions regarding the recommended usage for the reservoir. This includes the completely compression of the reservoir to activate. This product was designed and tested to be used as described in the IFU. We will continue to monitor trends and utilize the information as part of our continuous improvement.